Manufacturer narrative:
Product evaluation: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: no root cause could be determined for the optical property; the lens has acceptable resolution and the diopter is a 12.0 diopter documented on the product history records. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/25/2011 and 02/03/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was explanted due to a refractive surprise. The surgeon indicated that the patient had a pre-existing scleral buckle which may have contributed to biometry inaccuracies. Additional information has been requested.